Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to the lcd being damaged. Pictures were taken. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed failed the lcd test and display pattern test. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).